Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed with a red screen and a code 46510 displayed on the screen. The pump was connected to a patient when the error/event occurred. Continuous infusion rate was 3.3 ml/hr, total reservoir volume was 150 ml, and the amount given was 40.7. Length of infusion was 46 hours. Locked level was locked. A closed system drug transfer device (cstd) was used to fill cassette. The pump was not used to prime the extension tubing. The method that was used to prime was syringe. The patient was not medically affected, and there was an incomplete infusion of medication. There was patient involvement, and there were unknown signs or symptoms experienced.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.